Event description:
The customer reported to beckman coulter (bec) that a patient sample run on the unicel dxh 800 coulter cellular analysis system did not flag for blasts. The erroneous results were reported out of the laboratory. A planned bone marrow procedure was performed, post-transplant, and upon review of the bone marrow and peripheral manual smear results, blasts were identified. Data review indicated that erroneous low neutrophils (ne) and high monocytes (mo), eosinophils (eo) results were generated by the dxh 800 analyzer when compared to the peripheral manual smear. No instrument-generated blast suspect flags or other differential flags were provided for this incident. The bone marrow smear showed an increased number of blast cells when compared to the peripheral manual smear. The customer does not believe that there was any effect to patient treatment. No death or injury was reported in connection with this event.

Manufacturer narrative:
The specimen was collected in 5 ml edta collection device, stored at room temperature, and was 30 minutes old. Controls were run before and after the event and were within specifications. The unit is currently performing within quality control (qc) specifications with respect to controls (accuracy) and reproducibility (precision). It was confirmed that high, out of range, latron results were obtained on (B)(6) 2013; however, results were within specification upon rerun. The customer discontinued use of the instrument, and beckman coulter field service engineer (fse) was dispatched to the customer site on (B)(4) 2013. The fse reviewed qc/latron results and found nothing remarkable. The fse performed laser alignment and gain adjustments per procedure due to elevated latron cv's. The fse performed daily check, latron, retic and 6c qc testing; all results were within specifications. Raw data files were provided by the customer on (B)(4) 2013, and based on the analysis the sample has 6% blast according to the manual differential count. The histograms look normal. The algorithm reported 20% eosinophils (eo) (manual 3%), except for the higher eo count, the histograms do not show any significantly abnormal patterns. The algorithm did not set any suspect flags for the sample. Failure mode was likely attributed to laser alignment and gain adjustments needed to optimize the system. Raw data analysis did not show any significantly abnormal patterns. Thus, the algorithm did not set any suspect flags for the sample.